Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated three times at 6atm accordingly. However, at third inflation, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient's condition was good post procedure.